Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed an electrode and introducer were received with residue present on the device indicating handling/ use. The tines were fully retracted. The introducer cannula was without issue, placed over the electrode but was not locked into the hub. A functional evaluation was performed by extending and retracting the array without issue. The tines were found to properly formed and evenly spaced. A second functional evaluation was performed by measuring the conductivity and electrode was able to conduct current indicating proper connectivity at 0.5 ohms. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-01401. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of an adrenal tumor utilizing a 4.0/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking longer than usual as there was no roll-off after 30 minutes. After 52 minutes, roll-off was achieved successfully. Upon completion of the procedure, burns to the skin at the site of the grounding pads were observed. The pads were noted to be properly aligned; more upper thigh than mid thigh. The pads were checked immediately at the start of ablation and then every 2 minutes. Once it was realized they were heating up, they were monitored more frequently. Ice packs were applied during the procedure. The patient¿s legs were parted further to allow for air circulation. There was one ¿full thickness¿ burn and blister on the right inner thigh in which skin came off with the pad. The other pad sites were observed to have reddening. The sites were immediately cleaned, irrigated and jelonet and gauze dressing applied. After consulting with an emergency physician, the patient was referred to the burn unit. There were no further patient complications reported and the patient¿s status was stable.

Event description:
Same case as MFR #: 2134265-2014-01401. It was reported that roll-off took longer than anticipated. The patient was undergoing radiofrequency ablation (rfa) of an adrenal tumor utilizing a 4.0/15/15 leveen coaccess electrode and a rf3000 radiofrequency generator. The physician indicated that roll-off was taking longer than usual as there was no roll-off after 30 minutes. After 52 minutes, roll-off was achieved successfully. Upon completion of the procedure, burns to the skin at the site of the grounding pads were observed. The pads were noted to be properly aligned; more upper thigh than mid thigh. The pads were checked immediately at the start of ablation and then every 2 minutes. Once it was realized they were heating up, they were monitored more frequently. Ice packs were applied during the procedure. The patient¿s legs were parted further to allow for air circulation. There was one ¿full thickness¿ burn and blister on the right inner thigh in which skin came off with the pad. The other pad sites were observed to have reddening. The sites were immediately cleaned, irrigated and jelonet and gauze dressing applied. After consulting with an emergency physician, the patient was referred to the burn unit. There were no further patient complications reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).